Event description:
While using a cavitron 300 series g310, they allege that the tip is heating up and they have no water flow; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Hpc lot # - 06230 08240. St lot # - 202308. The hpc is damaged, no water flow when purge is activated, kinked water hose, incorrect power cord, damaged fc, cannot hold charge. Damaged parts have been replaced, the unit have been calibrated and tested to factory's specs. No other faults found. Usb cable was not sent in for evaluations.